Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No additional event or patient information is available. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. Another transmitter (serial number (B)(4)/lot number 5215622) was returned for evaluation on 06/02/2017. The device was visually inspected and no defects were found. Functional testing was performed and no failures were detected. Voltage testing was performed and the transmitter had voltage. The reported event of inaccuracies was not confirmed. A root cause could not be determined.